Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test however, pump received with missing segments due to cracked zebra connector. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the hospital and their doctor was unable to change the basal rates in the insulin pump because they could not see the screen. The customer¿s blood glucose level was unknown. During troubleshooting the customer confirmed that the insulin pump had not been bumped or dropped. The device was returned for analysis.